Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris extension set has a hole and leaked. The following information was provided by the initial reporter: filter has a hole in it that has been leaking out that port.

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for device evaluation. A complaint of a filter having a hole and leaking was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review for model 10011865 lot number 21079228 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29jul2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.